Event description:
The patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his onetouch verio pro meter. The complaint was classified based on the initial call placed by the patient on (B)(6) 2011 since lfs was unable to contact the patient for follow-up questions. The patient mentioned that on (B)(6) 2011 he exhibited symptoms where he was feeling sick, shaky, cold, weak and had eye sight trouble. He tested on his verio pro meter and obtained an 81 mg/dl at 9:52 pm. He then tested on his contour meter and obtained a 66 mg/dl at the same time. He then self-treated soon after testing with ½ a chocolate bar and a glass of (B)(4). He then retested his blood glucose and obtained a 153 mg/dl on his verio pro meter and a 131 mg/dl on the contour meter at 11:43 pm. Prior to the symptoms at 7:00pm he had taken his usual dosage of 13units of humalog insulin and 30 units of lantus insulin. It is unknown what his blood glucose reading was at the time. On (B)(6) 2011 his nurse reduced his insulin dosage and advised him to take 11 units of humalog insulin and to continue to take 30 units of lantus. Products were replaced and requested back for investigation. No further clinical information was provided. It would have been helpful to know the readings leading to the symptoms, how often the patient tests his blood glucose and what is considered a "normal" reading for the patient. Based on the customer service investigation, there was no evidence that the meter caused or contributed to an adverse event since the patient exhibited symptoms and was already in injury prior to testing his blood glucose. The patient's symptoms correlated with readings, his self-treatment and reduction of insulin advised by their nurse. There was also no evidence that the meter malfunctioned since the reported meter readings met lifescan's accuracy criteria. However, this complaint is now being reported due to the outcome of product analysis results. On (B)(4) 2011 lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation revealed that the control solution test was outside specifications. An error 4 also occurred with control solution, which is an unreported issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lfs has received the meter involved with this complaint on (B)(4) 2011 but have not completed device evaluation. Once lfs obtains additional information, a supplemental report will be sent.